Manufacturer narrative:
The reported event of ble telemetry issue could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were seen.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions of the patient¿s implantable cardiac monitor (icm) were reported to be missing on the database. Interrogation of the icm at the clinic, had the patient records successfully reviewed and the patient was provided with an abbott mobile transmitter. However, the icm was reported unable to connect to the mobile transmitter and send the recorded symptoms due to ble telemetry issue. The patient will attempt to send the transmissions using the provided mobile transmitter. The patient was stable throughout.

Event description:
New information received notes the patient's implantable cardiac monitor (icm) was unable to transmit symptom episodes despite multiple attempts performed using the abbott provided smartphone and the patient's personal phone. The icm was explanted and replaced on (B)(6) 2023.